Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. The customer disconnected from the pump to treat bg level. System check was performed by tandem technical support and no issues were identified. Recommendation was made to consult with healthcare provider regarding diabetes management.